Event description:
It was reported that the home patient (hp) experienced peritonitis manifested by abdominal pain and cloudy peritoneal effluent coincident with peritoneal dialysis (pd) therapy. On the day of the onset of peritonitis, the patient was hospitalized. The cause of peritonitis was not reported. Treatment for this event was not reported. At the time of this report, the patient was recovering from peritonitis. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: the patient's date of birth was unknown, however, it was reported that the patient was born in 1964. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The sample was not returned; therefore, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.